Event description:
It was reported that during a da vinci-assisted total pancreatectomy surgical procedure, the customer noted that the harmonic ace instrument "gasket" broke off and fell inside the patient. The surgeon was using the harmonic ace instrument normally to remove the pancreas. The fragment was retrieved during the same procedure and it was confirmed that all fragments were retrieved. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up with the customer and obtained the following additional/updated information regarding the reported event: the instrument was reportedly inspected prior to use, and no issues were noted. The instrument did not make contact with any other instrument or hard material during the surgical procedure. The surgeon was dissecting tissue at the time of the event. The instrument was in use for one hour and performed as intended up until it broke. After the instrument teflon pad broke off and fell inside the patient, the fragment was located and retrieved during the same procedure. No additional surgical procedure was required, and there were no post-operative tests performed to check for remaining fragments. The instrument was removed prior to and after the breakage with no resistance through the cannula. The surgical staff did not notice any other damage to the instrument or cannula after the event occurred. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. It was confirmed there was no patient harm, injury or adverse outcome.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the dislodged teflon pad of the clamp arm to be related to the customer reported complaint. The instrument was found to have a dislodged teflon pad of the clamp arm. The teflon pad which was approximately 0.114" x 0.373" in size was not returned with the instrument. The root cause of this failure is attributed to mishandling/misuse. A review of the instrument log showed the harmonic ace instrument (part# 480275-08 / lot# l90210926-0259) was last used on (B)(6) 2022 during a procedure with system sk4268. The harmonic ace instrument is a single-use device. In addition, a review of the procedure log confirmed the surgical procedure was performed on this event date. No image or video clip for the reported event was submitted to isi for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted total pancreatectomy surgical procedure, it was alleged that the harmonic ace instrument "gasket" broke off and fell inside the patient. The fragment was retrieved during the same procedure.